Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hyperglycemia, with blood glucose readings reported as "high" (>22.22 mmol/l, >400 mg/dl), while wearing the pod on her arm for approximately 25-36 hours. On thursday evening ((B)(6) 2025) around 6pm, she reportedly initially feeling that her blood glucose was quite low, though she did not provide specific readings. Shortly after, her levels began to rise significantly. Despite attempting a bolus correction, her glucose levels did not improve. By 5 am the following morning ((B)(6) 2025), her ketones measured 5.8 (unit unknown). She then sought emergency medical care at (B)(6) hospital and was diagnosed with diabetic ketoacidosis (dka). Treatment included intravenous fluids, a new pod insertion, and anti-sickness medication administered via IV due to vomiting. The patient was discharged after 12 hours.